Event description:
Additional information received indicated that patient was feeling stimulation in his penis tip. Patient then stated he was sleeping well and goes to the bathroom only twice or 3 times. Patient stated, he was supposed to have stimulation in bicycle seat area but he was not. Patient increased stim to 2.2v and confirmed he felt comfortable stim and in the correct area. Patient confirmed he felt stim in penis. Patient also stated during the day time he has more frequent trips to the bathroom. Patient stated when he goes to the bathroom is not a big discharge but releases the pressure. Patient further stated he will feel the urge to go to the bathroom but only goes a little when he gets there. Patient confirmed this was why he got implant. The patient reported return of symptom issue in the month of (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the stimulation down the leg had stopped about a week before the report. The patient saw their healthcare provider and they increased the stimulation. The patient could only feel the stimulation in the penis and was still making frequent trips to the bathroom day and night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, since they were implanted on (B)(6) 2017, they felt stimulation in their penis and, once in a while, would feel the stimulation going down to their right leg and toe. On (B)(6) 2017, they stopped feeling stimulation at all. They noted that they were scheduled to see a healthcare professional on the day following the report and would wait until then to troubleshoot. They were told to not do anything until their hcp appointment. This was noted to be a sudden change.